Manufacturer narrative:
Three (3) of the six reported samples were received for evaluation. All the returned samples were received sliced at the top right of the bags where the customer had drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and it was noted that leakage was observed from the spike port caps of all samples. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Three (3) samples were not returned for evaluation and therefore, a sample evaluation could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Three bags have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that six (6) exactamix 3000 ml eva tpn bags were leaking at the middle port. This occurred before patient use. There was no patient involvement. No additional information is available.